Event description:
Reportedly the patient´s pacemaker system has been completely removed due to potential lead infection. Patient´s condition are fine, he is not pacemaker dependent. No adverse consequences at the moment. The subject rv lead additionally showed noise episodes. While preparation, surgeon recognized that both leads had been sewn together by a thread. Insulation damage could be seen at that position. The ra lead had been retracted without any assistance tools (just stylet), the rv lead had been explanted by using a spectranetics manual tool.

Manufacturer narrative:
The lead model initially was unknown. It was initially considered a lead model that was non MDR reportable for the reportability decision (beflex). On (B)(6) 2017 it was confirmed that the subject lead was a stelid ii btf26d which is MDR reportable, therefore this case is reported later.

Event description:
Reportedly the patient´s pacemaker system has been completely removed due to potential lead infection. Patient´s condition is fine, he is not pacemaker dependent. No adverse consequences at the moment. The subject rv lead additionally showed noise episodes. While preparation, surgeon recognized that both leads had been sewn together by a thread. Insulation damage could be seen at that position. The ra lead had been retracted without any assistance tools (just stylet), the rv lead had been explanted by using a spectranetics manual tool.